Event description:
This ra lead was implanted on (B)(6) 2016 and remains implanted as of this time. A call was received by technical services on (B)(6) 2017 stating that this lead has noise. It was also stated that there was inappropriate anti-tachycardia! Response (atr) but no pacing inhibition. There was also a reported incident of high impedance at 1700 ohms. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).